Event description:
It was reported that during device interrogation, loss of rv sensing, high impedance and loss of capture were observed. During dft testing, the device failed to sense, and external defib was used. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.